Event description:
The pt experienced elevated blood glucose levels, but did not require medical treatment. The pt also reported that his basal insulin delivery rate was listed as 0.00 on the home screen.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a data corruption, which the pump history indicates occurred immediately after a battery charge. The pump software successfully detected the erroneous basal rate value and stopped basal insulin delivery. This zero basal value was then displayed on the home screen as an alert to the user.